Event description:
It was reported that during a gastroplasty procedure, it was noted the device did not angle properly to the left (it angled less than normal). The device was fired and the staples were adjusted adequate in the horizontal stapling, in the vertical stapling (2º firing), it was noted a noise in the device and the inadequate angle to the left. In the next vertical firing, the stapler undoes the angle when the jaws were closed and it presented a strange noise. As the previous firings were performed without further problems, the surgeon decided to do the third firing, but when the jaws were opened, there was intense bleeding, staples did not close (they were c shaped) and the stomach was open on both sides with the mucous everted. A hemostasis was done under intense bleeding; manual suture of lesions. The rep was contacted to replace the material promptly to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.